Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing. It was determined that the atrial undersensing was due to sensitivity programming. It was recommended programming optimization. This ICD remains in service and there were no adverse patient effects reported.